Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. Reportedly, the device became stuck in the patient anatomy. A nick and spread was performed to remove the device. The watchman procedure was completed using the 6f sheath. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.